Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an inguinal hernia repair procedure when inserting the mesh the stapler misfired. The surgeon hand-sutured the hernia with mesh as it would have taken at least 20 minutes to get a second stapler. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. A visual inspection noted the device loading unit (dlu) was received partially applied and preloaded on the instrument. The device was able to rotate properly. During functional testing, the tacks seated properly, but handle did not retract after firing. The leaf spring was loose on handle. The unit was disassembled and it was noted the leaf spring was detached and rolled.  A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the reported condition is due to an excessive amount of adhesive being applied to the spring retainer during the assembly process.  A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.